Event description:
It was reported that the patient received an occlusion alert on the infusion set, dismissed it, then received a repeat occlusion alert that was resolved only after performing a full supply change with an inset 32" set; blood glucose remained unaffected and no additional alerts occurred after the change. Symptoms included no reported effect on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education that resulted in resolution after replacement of the infusion set and related disposables. Investigation of this case revealed an infusion set occlusion consistent with a blockage or flow restriction at the disposable infusion set component that resolved with a supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable disposable component failure consistent with an infusion set occlusion.

Manufacturer narrative:
Initial.